Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a follow up CT approximately 13 months post implant which revealed an endoleak with an expanding aneurysm. The CT report did not specify the exact source of the endoleak but suggested it might be a type ia endoleak. The physician stated that the patient would be scheduled for diagnostic testing with possible treatment and the patient will be monitored. Approximately three weeks later the patient underwent intervention for the endoleak. The physician performed multiple angiograms. At first it appeared there was a type 3 leak at the gate and contralateral limb overlap. This was suspected because the overlap in the gate was approximately 2.2cm. A 16/16/124 endurant limb was placed to maximize the seal, utilizing the maximum overlap in the gate with the proximal limb at the level of the flow divider. A follow up angiogram demonstrated a persistent endoleak. After a few more angiograms at different angles with balloons inflated to obstruct outflow in the limbs, it was determined that the endoleak was coming from a fabric tear at the flow divider of the bifurcated stent graft. The physician decided to place a 32 mm endurant aui and a 16/16/93 endurant extension on the right side. A 20mm talent occluder was placed in the left limb. Balloon molding of the aui and right limb was performed two times with another manufacturer¿s balloon and a final angiogram was performed revealing exclusion of the endoleak. A fem-fem bypass was then performed. No additional clinical sequelae were reported and the patient is fine. Review of returned ctas 13 months post-implant revealed that the endurant bifurcate was positioned just below the renal arteries within the angulated neck. The ipsilateral limb was positioned within the right common iliac artery and the contralateral limb within the left common iliac. Both limbs were patent. The proximal stent graft od measured 24x28mm, and 10mm lower it was approximately 28x30mm, and there was 2-3cm of proximal seal length. The neck was angulated 80 degree. The maximum diameter aaa was 7cm and contrast was seen within the sac near the level of the flow divider and the distal limbs. No proximal type I endoleak could be confirmed. However, there is a likely type ii endoleak seen from the ima; the contrast enters near anterior of the aaa and then fills the posterior and distal end of the aaa. Since contrast is seen in close proximity to the stent graft on both sides of the flow divider and along the posterior of both limbs, confirmation of a possible additional endoleak, possibly a type iii fabric endoleak could not be ruled out as an additional source of the contrast. The cause of a possible type iii fabric endoleak could not be determined. No stent graft angulation or calcification was seen near the flow divider. The cause of the aneurysm expansion could not be determined from the images provided. Earlier post-implant films were not available for review. Angio images during the recent intervention, which confirmed the type iii fabric endoleak near the flow divider, were not available for review and the cause could not be determined. It is also possible that the type ii endoleak may have contributed to the aaa expansion.

Manufacturer narrative:
(B)(4).